Event description:
It was reported that the patient experienced ineffective therapy following a fall. Diagnostics revealed high impedances on the left lead. Surgical intervention was undertaken wherein the left lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.